Event description:
It was reported via repair work order that the bed would intermittently go into trend due to broken fowler weld making fowler angle inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.